Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has atrial tachycardia and had it before the cardiac resynchronization therapy defibrillator (crt-d) was implanted. Upon checking the heart rate at home with a finger reader, the patient noted rates were "in the 30's and 40's¿ and thought the crt-d device was set to 60. The patient noted being on medication to slow down the fast heart beats and stated still having irregular/fluctuating heartbeats of 120 to 130 beats per minute (bpm). The crt-d remains in use. No further patient complications have been reported as a result of this eve.